Event description:
The drill attachment was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was found. There was no pt involvement, and no user injury or adverse consequences were reported.

Manufacturer narrative:
The device was disassembled to find that the upper bearing and integrated bearing were corroded. Corrosion of the bearings will cause the attachments to heat up due to friction.